Event description:
A report was received that the pt's pocket incision had started to dehiscent, however, there was no protrusion of the device. The physician added some stitches and referred the pt to a wound specialist. The wound specialist gave the pt antibiotics though there was no infection. The implanting physician revised the pt's pocket on (B)(6) 2010, and the pt is reportedly doing well.